Event description:
Home health nurse reported he got a beeping alert for system time out, which need internal lithium battery replaced. Nurse will administer via gravity today and will be sending out a new pump for day 2 infusion. No missed doses, interruptions to therapy or adverse events reported. Malfunctioning device is being replaced and is available for return. Serial number: (B)(6) . Expiration date: 10-15-2026. Diagnosis for use: multifocal motor neuropathy.